Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe stopper was damaged/crushed. The following information was provided by the initial reporter, translated from japanese: "this is a report about part of the stopper damaged / crushed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 09jun2023 h6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe stopper was damaged/crushed. The following information was provided by the initial reporter, translated from japanese: "this is a report about part of the stopper damaged / crushed."